Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) output connector assembly was broken. It was also indicated that the hanger assembly hinge was loose, display wire insulation was pinched but not compromised, and two case screws were contaminated. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator's (epg) had a broken atrial connector socket. The epg was returned for service. No patient complications have been reported as a result of this event.